Event description:
It was reported that the asymptomatic patient had presented to the clinic and post-paced t-wave over-sensing was noted on the stored egm. The device was reprogrammed. The patient is in good condition.